Event description:
The patient was away from home on the day of the event. She called her mother to pick her up because she was not feeling well. When she got home, she checked her blood glucose on the pdm, and it read "high" (>500 mg/dl). She was feeling sick, and her mother brought her to the hospital. She went into diabetic ketoacidosis, and was admitted to the ICU with a blood glucose of 780 mg/dl. Her blood was diluted to bring her blood glucose back down to normal. At 7:00 am the next day, her blood glucose was 198 mg/dl and still decreasing. The mother noticed that although the needle fired and the cannula deployed, the cannula did not inset into the skin. She noticed a bump under the adhesive, which was the cannula, and that the adhesive was wet.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm product condition or determine if any malfunction could have contributed to the reported diabetic ketoacidosis and hospitalization. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as no product lot number was provided. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, user are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery. " it advises, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."